Manufacturer narrative:
H3: 8780 catheter: visual inspection identified there was damage to the transition tubing; 8637-40 pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the catheter was cut during surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient representative regarding a patient receiving lioresal, bupivacaine, and hydromorphone via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp), a home health nurse, stated that they did a refill yesterday and the erv was 5.8ml and the arv was 1.5ml. This volume discrepancy was within the 14.5% flow rate accuracy specification with 12.57% more drug delivered than expected. The hcp stated that the patient told the hcp that they were "feeling under the weather" and the hcp stated that the patient was also hallucinating. The hcp also mentioned that the patient had urinary retention for the past year and they believed it was a result of the bupivacaine which they were weaning the patient off of. The manufacturer's technical services specialist (tss) discussed pump over-infusion, partial pocket fill, patient access, and heat exposure to the pump. The hcp stated that there were no volume discrepancies at previous refills. The hcp stated that they were going to check for volume discrepancy in a couple weeks. The patient's wife (caller) called back for an external device replacement request. The caller also stated 'the patient had a series of scans and mris in the last two weeks due to potential pump issues. They've been in withdrawals for the last week. It's flooding their senses. The nurse believed that the reservoir may be affected and that it drained too quickly because the reservoir was extremely low. She refilled it yesterday and had me watch them. She wanted me to take the patient to urgent care, due to the influx of new meds, to ensure they doesn't go into overdose, but the patient refused. They had hydromorphone, lioresal, and bupivacaine in the pump. The bupivacaine was reduced from 10mg/ml to 6 and the hydromorphone and lioresal were left the same. They've been working with their hcps. We have an appointment on the 21st to validate what we suspect.' The manufacturer's patient services specialist (pss) documented information reported by the caller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 8780 lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2024, ubd: 2024-11-22, UDI#: (B)(4), product type: catheter, h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a manufacturer representative (rep) indicated that a "mechanical complication" occurred. The pump and catheter were replaced on (B)(6) 2024. The reason for the device removal was indicated to as "other".